Manufacturer narrative:
In response to FDA report number: mw5092065. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture and silicone migration.

Event description:
Patient reported via regulatory agency (mw5092065) "severely and dramatically ruptured causing sticky silicone to migrate into my breast tissue" on an unknown side. Device has been explanted.